Manufacturer narrative:
The following fields have been updated with corrections: d4. Medical device expiration date: 05-apr-2025. H4. Device manufacture date: 18-oct-2023. D4. Medical device lot#: 3265001. D4. Unique identifier (UDI) # (B)(4). Investigation summary - the complaint investigation for discrepant results when using bd max enteric viral panel (evp) kit (ref. 443985) lots 3265001, 4044557, 4054297, 4054299 and 4054300 was performed by the review of manufacturing records, visual review of customer¿s data and by the complaint¿s history review. Customer suspects false positive results for the adenovirus (adv) target when using the bd max enteric viral panel kits, which according to customer, happens when a positive result for the rotavirus (rov) target is also obtained. When repeated with their in-house assay, the adv target was negative for these samples. The complaint initially mentioned lots 3291338 and 3291339, which were not found in the customer data. However, samples with positive results for both rov and adv targets were found when samples were tested with evp kit lots 3265001, 4044557, 4054297, 4054299 or 4054300. The review of manufacturing records of bd max¿ enteric viral panel indicated that lots 3265001, 4044557, 4054297, 4054299 and 4054300 were manufactured according to specifications and met performance requirements. Customer provided run files from bd max instruments ct2602, ct2474 and ct2482. Nine samples were found with positive results for both rov and adv targets across bd max instruments ct2602 and ct2482, but none in the data provided for ct2474. Manual curve adjudication was conducted across all those nine samples. Analysis of the amplification curves in the vic channel (adv target) revealed curves that do not suggest true amplification for samples analyzed on bd max ct2602 in run 369; position b8 and b10, and 415; b6 as well as on ct2482 run 311; b4, 529; a1, 575; b10, 640; a5 and 683; a12. However, sample analyzed on ct2482 in run 627; position b11 presented true amplification curve in the vic channel (adv target). Analysis of the amplification curves in the fam channel (rov target) showed true fluorescence detection, without anomaly for all targeted samples. Considering that multiple reagent lots are involved no specific reagents issue is suspected. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant or false positive results on bd max¿ enteric viral panel kit lots 3265001, 4044557, 4054297, 4054299 or 4054300. The root cause was not identified. However, instrument complaints have been opened for both bd max ct2602 and ct2482 to investigate the same issue. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 1 of 5: it was reported that during use of the max¿ enteric viral panel, an unspecified number of rotavirus and adenovirus false positive patient results were obtained. Positives were retested on internally-developed in-house assays and were negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported that during use of the max¿ enteric viral panel, an unspecified number of rotavirus and adenovirus false positive patient results were obtained. Positives were retested on internally-developed in-house assays and were negative. There was no report of patient impact.